Manufacturer narrative:
It was reported that a bard mesh was implanted into the patient on (B)(6) 2006. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent repair of prolapsed cystocele, vaginal vault suspension with sacrospinous ligament fixation, cystoscopy and tvh due to sui, procidentia, possible rectocele and severe cystocele prolapsed.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and mesh and lynx suprapubic mid-urethral sling system were implanted. It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and the pelvisoft acellular collagen biomesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.